Event description:
It was reported that surgeon revised patients' left hip 8 weeks after primary surgery due to infection. Surgeon did a needle draw and went in for an I&d and hip was determined to be infected so surgeon did a wash out and a liner and head exchange and proceeded to implant new implants (head and liner) of the same size.

Manufacturer narrative:
The delta v40 ceramic head 36/0 cat# 6570-0-136 , lot# 42563401 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patients' infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that surgeon revised patients' left hip 8 weeks after primary surgery due to infection. Surgeon did a needle draw and went in for an I&d and hip was determined to be infected so surgeon did a wash out and a liner and head exchange and proceeded to implant new implants (head and liner) of the same size.

Manufacturer narrative:
The event was not confirmed as no product was returned for inspection and as no product was returned for inspection. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events regarding this lot ID. The exact cause of the event could not be determined because no patient medical records were provided for review.